Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was turning it off. Customer's blood glucose level was 200 mg/dl. Customer tried inserting a new battery, it wont work. Customer stated that the insulin pump had cosmetic damage. Customer stated the reservoir does not show signs of damage. The insulin pump will not be returned for analysis.